Manufacturer narrative:
(B)(4). Date sent: 5/16/2016. Pt info; relevant tests/lab data, other relevant history: information asked for but unknown or not provided during initial contact. Model and lot #, is this a single use device that was reprocessed and reused on a pt?; device manufacture date, evaluation codes: information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just for clarification, did the titanium blade break off? Yes. Or was the titanium blade not broke off but it was damaged (cracked, scratched of split)? It broke off. If the blade broke off was the broken piece retrieved? Yes. If broke off is the broken piece returning with the device? Yes.

Event description:
It was reported that during a pleurae tumor resection procedure, gen11c/activate branche was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9018a. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.